Event description:
It was reported that the pump end of service (eos) was going to occur on (B)(6) 2013. At the time of the report, the patient was looking for a physician to implant a new pump. The device system was used to deliver bupivacaine and morphine. It was later reported that, during the patient¿s most recent pump replacement, she ¿almost died¿. The hospital told the patient that the old pump stopped running on (B)(6) 2013. The patient had a refill in (B)(6) 2013 and the healthcare provider (hcp) never told the patient that the pump was not functioning. The hcp told the patient that the drug in the pump would last until (B)(6) 2013 and he would then set the flow rate at ¿0.03¿. It was noted that the hcp ¿accidently¿ gave the patient a printout of her pump history. The patient went to have her pump replaced on (B)(6) 2013, and her pump had not been functioning. The patient had a very high blood pressure in the time before her pump was replaced. The patient¿s home health nurse was checking her blood pressure 3 times a week. Her blood pressure was 190/140 and ¿200 over something. Following the pump replacement, the patient¿s primary care physician (pcp) put her on a blood pressure medication and ¿that is what saved her¿. It was noted that the hcp shut off all of the pump alarms on the previous pump so the patient did not know that her pump was not functioning when she had it replaced. The hcp told the patient that she would not hear the alarms anyway. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).